Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm. The date of event is an approximation. On 12/19/2024, it was reported that the mother of the patient called stating that they had an issue with the g6 and g7 sensors. This report is 2 of 2 allegations of insufficient information for complaint classification that had similar event details. She initially stated that there were 3 g7 sensors that did not work. She called walmart and the endocrinologist, and they confirmed that there's something wrong with dexcom and that she must talk to dexcom about it for replacements. The parent reported that there are a lot of components to the patient other than diabetes, and for the last more than 6 months, he's been in and out of the hospital. He's been in dka twice and keeping track of the date is hard for her. When asked about the error message of the 3 sensors, she stated, "when we put them in, it will say 'sensor failed.'" There was also an instance where it bled after putting the sensor in and would not read the thing. There was also an issue where it would not connect to the patient's pump (tandem tslim). She also stated that when the pump would say 325 mg/dl and then do a finger stick, it would be 100 mg/dl and something and stated that it has been the issue for at least 2-3 months. The parent was not able to provide exact dates. Ts asked if the dka is related to the dexcom device and the parent responded with, ¿I don¿t have the answer to that yet; that¿s what I'm trying to find out." No other details about the injury were discussed. Ts called the patient back on (B)(6) 2025 and successfully spoke with the patient¿s mother. She was still unable to determine if it was the dexcom device that caused the dka. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis. This report is 2 of 2 allegations of insufficient information for complaint classification that had similar event details. Related records: (B)(4).